Manufacturer narrative:
The company representative replaced the drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that at the start up the iabp generated an "electrical test failure code #58" (power-up vent test failed). The customer rebooted the iabp and the iabp generated a "maintenance required code #2" (drive transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.